Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-5. To achieve fusion, surgery was performed using rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2002: patient presented with pre operative diagnosis of l4-5 discogenic biomechanical low back pain and underwent gill procedure, lumbar 4; partial bilateral laminectomy, lumbar 5 and lumbar 3; lumbar 4-5 diskectomy; posterior lumbar partial vertebrectomy, lumbar 4-5; posterior lumbar interbody arthrodesis with threaded femoral allograft filled with bone morphogenetic protein bilateral; 16 x 26 mm; segmental pedicle screw instrumentation, lumbar 4-5, with titanium; posterolateral arthrodesis, l4-5, with bone autograft and bone morphogenetic protein; microdissection operating microscope; somatosensory evoked potential monitoring; per operative report: microdiskectomy was performed bilaterally with clear scraping of all the endplate free of any disk material. Then under traction an 8-mm distractor was placed and the l4 and l5 roots protected. A tined cylindrical 16-mm diameter retractor was inserted in the disk space. Holes were drilled, removing inferior vertebrae of l4 and superior vertebrae of l5 down 38 mm. Then holes were tapped and 16 x 26 mm threaded femoral allografts filled with bone morphogenic protein were inserted under fluoroscopic guidance. Once this was inserted, the other side was done in the same fashion. Segmental pedicle screws were then inserted, 45 mm length, 6.5 diameter screws at l4 and l5 on each side. Holes were drilled, tapped, checked with pedicle probe and screws engaged under fluoroscopic imaging. Locking bars were attached and nuts tightened off and snapped off at the appropriate torque. The transverse processes of l4 and l5 were then decorticated on each side. Bone morphogenetic protein wrapped around bone autograft in a burrito style was then placed on each posterolateral gutter for a posterolateral arthrodesis. Once this was accomplished, the wound was closed. The patient was awakened, extubated and taken to the recovery room in stable condition. There were no complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.